Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. Caller stated there were cracks near the reservoir, missing pieces near the battery compartment and black lcd screen. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. During troubleshooting, the caller stated that the cause of the damage was wear and tear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with partial broken reservoir tube lip, cracked lcd window and broken battery tube threads noted.